Event description:
Rptr noted system primed and turned fine, but during procedure surgeon had difficulty changing from phaco to irrigation and aspiration, as the lines were reversed from the cassette. Converted from phaco to extra-capsular cataract extract to complete procedure. There was a small posterior capsule tear with vitreous loss, and an anterior vitrectomy was performed, iol placed in the sulcus. Procedure took about 90 minutes. Corneal edema post-operatively. Pt is recovering.